Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a clogged tubing. The fse flushed the tubing to clear the obstruction and cleaned the ion-selective electrolyte (ise) drain to resolve the issue. Age, weight, and ethnicity: information not provided by customer. (B)(4). Refer to MDR 9612296-2020-00279 which addresses the event with the other patient who received treatment.

Event description:
The customer reported the generation of erroneous low sodium patient results on their au480 clinical chemistry analyzer. The erroneous patient results were reported outside the laboratory. Two (2) patients were admitted to cardiac care unit (ccu) and administered saline based on the low sodium results. The customer stated that one patient had several issues going on and was treated for low sodium with 0.9% normal saline. The nurse stated that the patient would have received the 0.9% saline regardless of the low sodium result. There was no report of injury or death in connection with this event.